Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device associated with the event was not returned for investigation.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on his back and sides that was red, itchy, raised, and made his skin dry. The patient's physician recommended bermasil which reportedly did not help the rash. Follow up indicated that the patient's nurse later prescribed (B)(4) and the rash improved.